Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 9. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the customer understood and acknowledged.